Event description:
It was reported that the monitor yoke in gi rm 1 has separated from the spring arm, and is only held on by the cables. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the monitor yoke in gi rm 1 has separated from the spring arm, and is only held on by the cables. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported that the monitor yoke in gi rm 1 had separated from the spring arm, and only held on by the cables. The product was inspected by field service technician (fst) who reported on the field service investigation that damaged spring arm and yoke were removed and replaced with new spring arm and yoke. The fst also confirmed that "this is a billable account with no pm (preventive maintenance) history" and "have not had any service tickets that would indicate abuse on the equipment". Since this is a legacy product, there is no manufacturing DHR or qip available for this record. However, based on a phone conversation with the data analyst on may 8th, 2024, the serial number was tracked down in a legacy system (oracle report), and was able to confirm that the order for this sn was shipped on december 26th, 2007, and installation sign off took place on april 25th, 2008. Although the exact root cause of this issue is unknown, the fst was able to confirm that the m3 screw was missing at the time of his inspection visit, and this missing screw would cause the keeper clip to back out and ultimately ending in the separation of the yoke from the spring arm. Because fst also confirmed that there are no preventative maintenance records on this account available to stryker, the most likely root cause would be attributed to a maintenance issue on this legacy product. As was reported, this issue was resolved by the fst after replacing spring arm and yoke, and there was no patient involvement or adverse event. This failure mode has not exceeded any thresholds and will continue to be monitored. If any further information is received, a supplemental will be filed.